Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing came apart and leaked at the upper fitment while infusing pitocin on a pump. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a set separation was confirmed. The set was received separated at the engagement between the upper fitment and silicone segment. The expected retainer ring component was not received. Visual inspection of the separated silicone segment end showed an indentation indicating the retainer ring had previously been present in the correct location. The root cause of the set breakage was not identified.